Event description:
Per email: pump alarming no disposable clamp tubing. Assisted patient to silence alarm and reviewed pump settings. Verified medication and patient appointment on wednesday to have pump removed. Instructed patient to power pump off/on, and attempt restart, but pump alarm reoccurs. Powered pump off, clamped tubing, and removed cassette. Green flow stop noted. Patient states no air bubbles are present in tubing of cassette. Instructed patient to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Alarm returns and screen reads pump wont run. Powered pump off and clamped tubing. Patient prefers not to repeat troubleshooting steps. Advised patient to call clinic in the morning for further instructions, and to explain medication was stopped due to pump alarm, and patient verbalized understanding. Encouraged patient to call the hotline for future concerns or needs. Rga placed on pump. No additional information available.